Event description:
During an implant attempt of the subject device, the physician indicated that difficulty was incurred while inserting the atrial lead into the port. Reportedly, there was no problem to insert the same lead into the ventricular port. The subject device was not implanted.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.